Manufacturer narrative:
This report is filed (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed folliculitis at the magnet site and was subsequently treated with antibiotics for a duration of ten days (type and date not reported). The implanted device remains.